Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the controller displayed a system problem message with a rm04 message. The patient said he just got a new message that said rm04. 1 - intellis, 2 - 3.0, 3 - 58, 4 - qf_new. The patient said he has taken the battery out. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient was getting rm04 and system problem on controller screen while charging his implant. The patient stated he had met with the manufacturer representative (rep) and she did programming for zone c, which was supposed to make the ins battery level last longer, but it is not. The patient is charging the ins 1-2 hour twice/day and the ins only lasts for 14 hours max, and it used to last for 21 hours. The patient reported the ins is not charging like it use to and there seems to be something going on. The patient was instructed to disconnect the recharger from the controller and reset the controller by removing and reinserting the battery pack or batteries. The controller was 90% charged, the ins was 8-% charged, and patient was able to charge the ins with excellent charging quality. The patient mentioned it is difficult to remove the batteries from the controller and busted a nail when he pulled the battery out. The patient has a follow-up appointment (B)(6) 2018. The issue with the controller was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They stated the patient was reprogrammed on (B)(6) 2018 and the stimulation was successfully reprogrammed. The patient did not report any recharging issues and they were satisfied with the results. No other troubleshooting was performed during the reprogramming session. No patient complications were reported as a result of this event.